Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
During an lso procedure, the active blade tip broke off in the pt. It was retrieved without opening the pt. There was no pt consequences. The procedure was completed with another device of the same product code.